Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation (other) please describe and state the location of the perforation:bowel"), pregnancy with contraceptive device ("pregnancy on essure") and abortion induced ("pregnancy (termination)") in a (B)(6) female patient (gravida 5, para 4) who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida (gravida 5), parity 4, postpartum bleeding and retained placenta. Concurrent conditions included morbid obesity (bmi- 42.96), (B)(6) infection and menses irregular. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion induced (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), pruritus allergic ("allergic or hypersensitivity reaction type: itchiness/rashes or skin conditions type: itchiness"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction-type") and abdominal pain upper ("stomach pain (10/10)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure device, (B)(6) 2016 left salpingectomy) and surgery (dilation and curettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, abortion induced, vaginal haemorrhage, menorrhagia, pruritus allergic, nausea, fatigue, weight increased and hypersensitivity outcome was unknown and the abdominal pain upper had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion induced, fatigue, hypersensitivity, intestinal perforation, menorrhagia, nausea, pregnancy with contraceptive device, pruritus allergic, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: morbid obesity, (B)(6) infection, irregular obesity, gravida 5, parity 4. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.